Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. It was also reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.